Event description:
It was reported that during the embolization of the cavernous via venous vessel, upon withdraw of the coil, it prematurely detached from the delivery pusher. The coil was reported to have detached in another area planned for embolization later in the treatment. No intervention was taken to remove the coil since it was planned for embolization. No harm was reported.

Manufacturer narrative:
Sample analysis: the device delivery pusher was returned with the coil detached. No portion of the implant coil was returned as it remains within the pt. The attachment tether that holds the implant intact with the delivery pusher was broken. The attachment tether has the appearance of a tensile break however, additional analysis will need to be performed to determine type of break definitively. The remainder of the delivery pusher was normal in specification. The root cause cannot be determined at this time. Additional testing may provide type of failure mode definitively. No abnormal discrepancies or non-conformances were observed.